Manufacturer narrative:
Us reporting agent notified on: 03/23/2015. Reported device not registered for use in the united states; however, similar devices are. The rec'd product was determined to have a jaw that is too wide. This issue is related to overload/ improper handling. There is no indication for a material or manufacturing error.

Event description:
Country of complaint: (B)(6). During intervention with davinci robot; four clips fell into the pt and had to be recovered. This resulted in surgical delay. Related medwatchs: 2916714-2015-00287; 2916714-2015-00288 and 2916714-2015-00290.